Manufacturer narrative:
Device returned, but not yet analyzed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned lead was found to have a non-standard, non-conformance. The lead body/outer insulation was fond to be twisted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. [Relevant medical history: interstitial cystitis]. The patient had abnormal impedance on the entire reading. They also reported wanting the battery changed to the other side. The patient was scheduled for a full revision of the device. Upon opening the pocket, the physician found the battery had been detached from the lead and the lead was broken and twisted. The electrodes remained in the battery, but the lead was broken off. Contributing factors to the reported event were unknown, the patient reported no falls. A lead revision and battery replacement was conducted to resolve the issue. No further complications were reported or anticipated.